Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. The device history record for lot 30352226 was reviewed and the product was produced according to product specifications. The actual complaint product was not returned for evaluation. A root cause could not be determined. All information reasonably known as of 21 jan 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced three different incidences, which were associated with separate units, involving the same patient. This is the third of three reports. Refer to 9611594-2026-00016 for the first report, refer to 9611594-2026-00017 for the second report. It was reported, ¿what we are experiencing is the stylet not be able to be removed easily kinking the ng [nasogastric] tube in the patients stomach. There have been holes noted near the end of tube enfit section where we aspirate fluid to do ph for proper placement. Unable to get aspirate and then noted the tube had holes.¿ per additional information received on 13nov2025, "no injury or additional intervention took place aside from tube replacement.